Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image is foggy. No patient involvement and no negative impact in state of health reported.

Manufacturer narrative:
Investigation: examination of the present optics revealed a chemically attacked, leaking distal solder seam. In addition, there is an impact mark in the distal area. Due to the leaky distal solder seam, moisture was able to penetrate the rod lens system. Foreign particles are visible in the rod lens system which have no influence on the imaging in the focus area. The imaging of the optics is clear and sharp. Damage identified by the service evaluation: dist. Solder seam chem. Damaged/leaking. Moisture in the lens system. Distal end mechanically damaged. Conclusion: the information provided by the customer, "foggy", can be confirmed. When exposed to ice spray, condensation can be seen in the rod lens system. The condensation of the optics is due to the detected chemical damage of the distal soldered seam, which has a leak due to the chemical damage. Furthermore, foreign particles can be seen in the rod lens system, which may have been caused using the optics and by the existing mechanical damage. The foreign particles have no influence on the imaging in the focal area. The damage found is due to use, clinical processing and mechanical damage and was not caused by a production/manufacturing defect. The event is filed under internal karl storz complaint ID: (B)(4).